Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net due to an alert. Upon interrogation the implantable cardioverter defibrillator was found in back up vvi mode. After a successful download the device resumed normal function. The patient condition was good post download.